Event description:
It was reported that the zoom malfunctioned. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.